Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Report type - correction. Describe event or problem - additional information. Additional device information. Lot number - additional information. Device availability - additional information. Date received by manufacturer - additional information. Type of report - follow up. Type of reportable event - correction. Follow up type - correction / additional information/device evaluation. Device evaluated by manufacturer / evaluation summary - additional information. Device manufacturer date - additional information. Event problem and evaluation codes - additional information.

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device and the data file was reviewed. The reported allegation was confirmed. The probable cause was a defective transmitter.